Event description:
It was reported that the system stored untreated episodes due to oversensing of noise via a decrease in intrinsic amplitude. Technical services reviewed and discussed doing some testing. There were no adverse patient effects. The system remains implanted.